Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an unknown procedure, while passing the suture limbs, the tip of the healicoil knotless anchor, broke. Surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5¿.

Event description:
It was reported that, during a rotator cuff repair with lateral row fixation, while passing the suture limbs from medial row anchor thought the eye of knotless anchor, the tip of the healicoil knotless anchor broke outside the patient. Surgery was resumed, after a non-significant delay, with a back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.